Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. As per the radiographic image assessment, ap x-ray tlsi posterior spinal fusion shows bilateral rod fractures at the l5 junction. Fusion status was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event which occurred after an initial t9 / s2 psf surgery on (B)(6) 2021, due to spinal kyphoscoliosis. It was reported that the rods on both sides were broken at lower l5 three months after the initial operation. The rods were replaced and reinforced. In addition, the nuts of the s2ai screw were loose on both sides, so they were replaced. The screws have been discarded. No patient injury was reported.